Manufacturer narrative:
Date of event is estimated. (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had a fall and the right lead migrated. Surgical intervention took place wherein the lead could not get placed dorsal and kept slipping into a ventral position. The lead was explanted to address the issue.